Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pace/sense portion of the lead exhibited high impedance. X-ray did not reveal any lead integrity issues, although fracture was suspected. The impedance appeared not long after the patient received a shock for sinus tachy during dialysis treatment. The lead was capped and replaced.